Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The shock impedance was 113 ohms. Also, the device had a long-charge error code as the battery is now down to 9% after approximately seven years of implant time. Technical services advised some programming options. The system was later explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The shock impedance was 113 ohms. Also, the device had a long-charge error code as the battery is now down to 9% after approximately seven years of implant time. Technical services advised some programming options. The system was later explanted and replaced. There were no additional adverse patient effects.